Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found that the unit's cable to monitor cable tie was broken causing the iabp to alarm that the monitor was not connected. The fse replaced the cable tie and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6). .

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed a high pitch squeal when the iabp unit was turned on. There was no patient involvement, and no adverse event reported.